Event description:
It was reported that the patient experienced recurring incontinence and muscle atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and replaced. There were no device issues with the explanted components and the patient fully recovered following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.